Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed but could not replicate the customer reported complaint. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and failed pitch friction test, but it was not part of the reported problem. Upon further investigation, there was no fluid intrusion or physical damage. The system logs noted an error pointing downstream.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however, the universal surgical manipulator (usm) was replaced. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that arm 1 suddenly became non-responsive. System was in a recoverable fault status. After power cycle, fault was recovered, and users decided to undock arm 1. The surgery was completed using arms 2, 3, and 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical (is) employee, followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The non recoverable error occurred during procedure. Technical support was contacted for troubleshooting after the initial fault. The customer removed the grasper instrument from the arm and rebooted the system once (and the fault had reappeared). Full troubleshooting was performed after the procedure was finished. The customer rebooted the system, removed the grasper instrument and disconnected the arm from the patient, then called the technical support to resolve the reported issue. Along with recommendation from the technical support, customer then agreed to proceed with the surgery using arm 2, 3, and 4.